Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer's father is calling to report that the carb ratio has been changed by the meter after being saved properly. Caller states it had been set properly at previous checkup 3 months ago, but at today¿s checkup, it is incorrect. He states no one has gone in to change the settings and alleges it was changed by the meter from the 30, it should be down to 20, which is a previously programmed value that had been properly updated. Due to the allegedly changed carb ratio, the meter has been giving bolus advice that is believed to be too low, which is contributing to higher blood sugars reflected in the a1c test. No adverse event alleged. A request was made for the return of the device.